Manufacturer narrative:
Concomitant products: product ID 3093-33, lot# v271759, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient fell down on the ice about two months prior to report and they fell on their implantable neurostimulator (ins). It was stated the patient did go to the doctor the day they fell and had an x-ray done and everything seemed to be fine. It was noted the patient¿s doctor looked at the patient and told them to give it some time and the patient stated they did not look at the x-ray. The patient was having a lot of back problems. It was stated they had a lot of back pain, discomfort, and a lot of shocks. Reportedly, the patient was scheduled for a doctor¿s appointment the day after report. It was stated the patient was feeling pain in their back but depending on how they moved there was sometimes a little bit of a shock. It was noted the pain in the back started after they fell right where the unit was located. It was reported the patient noticed a change in therapy after the fall and they had not as strong of a flow as it used to be. The patient stated they had to increase it.